Manufacturer narrative:
The pump and catheter had been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt experienced inconsistent therapy and 2-3 episodes of "overdose like side effects". The pt's dose was decreased in the ER. The catheter was noted to be occluded; they could not withdraw csf after detaching it from the pump. The pump was replaced and the catheter was revised. The medication being delivery via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.